Event description:
It was reported that the customer was hospitalized for hypoglycemia with a blood glucose level of 29 mg/dl. Prior to the event, the customer had mentioned recurring no delivery alarms and it was found that the infusion set was occluded. The customer stated that he uses a quick-set infusion set and that he last changed his infusion set three days prior to the hospitalization. The customer also stated that the bolus wizard had delivered more or less insulin than the estimate total before, which resulted in episodes of low and high blood glucose levels. The customer then stated that he did not know how to do a correction bolus and that he had used a manual prime to give himself insulin. It was advised to the customer that he should not do this . Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.